Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and boston scientific advantage fit system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016. (B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with total vaginal hysterectomy, bilateral salpingo-oophorectomy. It was reported that following insertion patient experienced extrusion, infection, urinary problems, fistulae, recurrence and vaginal scarring. It was reported that patient underwent revision on (B)(6) 2012 by (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 06/24/2016.

Manufacturer narrative:
(B)(4).